Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Implant date unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the patient came to the practice because he felt his bridge was loose. After checking the situation, it turned out that both implant collars were fractured. Both implants were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date . H6: adverse event problem. H10: additional narrative. Two impl tapered scr-v sbm 3.7mm 3.5mm 13mm (2x tsvb13) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. X-ray images were provided by the customer. The x-ray image shows the products fractured at the collars. No pre-existing conditions were noted on the per. The reported devices location are unknown and was used for approximately 12 years. DHR review was completed for the subject lot numbers (61651258). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61651258) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed based on the x-ray image submitted showing products fractured.

Event description:
No further event information is available at the time of this report.